Event description:
Pt reported obtaining elevated readings (208 - 500 mg/dl), while using the suspect device. Pt stated that based on results obtained on the suspect device, she had self-treated with insulin. Pt reported experiencing hypoglycemic symptoms (jittery and nauseous), during which her blood glucose measured 243 mg/dl, on the suspect device. Pt noted that, based on her symptoms, she phoned emergency medical services. Upon their arrival, approx 30 minutes later, pt was transported to the hosp. Pt stated that, once hospitalized, her blood glucose measured 57 mg/dl, both on a hosp blood glucose montior, and in the facility's lab. Pt was reportedly treated with orange juice, given a potassium fluid, and medications for pain and nausea. Pt indicated that she was discharged, from the hosp, approx 8 hours after admission. Pt's current condition: feeling ok. At the time of the event, pt was testing with expired strips. Quality control testing was not performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.